Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl for 2 days and insulin injections were used to address the high bg level. The customer did not know what caused the high bg. As the high bg was not occurring at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the event was not able to be performed.